Manufacturer narrative:
B2: added death and death date. B5: updated with additional information. D6b: added explant date. H1: corrected to death. H6: added code f02.

Event description:
Updated clinical narrative additional information received reported that the patient's access-site bleeding resolved; however, the specific intervention used to achieve hemostasis was not reported. Approximately one month after the reported bleeding event, care was withdrawn and the patient expired. The death is being conservatively reported; however, it is more likely attributable to the patient's underlying cardiomyopathy and severe native critical condition, including presentation in society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock, rather than the previously resolved access-site bleeding event.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary/subclavian surgical arterial approach in a 70-year-old male patient with cardiomyopathy, presenting in society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. During impella 5.5 support, oozing was observed at the right axillary insertion site, with a jackson-pratt (jp) bulb draining a moderate amount of blood. Laboratory evaluation demonstrated an anti-xa level greater than 1.1, indicating supratherapeutic anticoagulation. In response, one unit of packed red blood cells (prbcs) was transfused. Anticoagulation was held, and management included discussion of maintaining a target activated clotting time (act) goal of 160¿180 seconds. The purge solution consisted of dextrose 5% in water (d5w) with 25 milliequivalents per liter of sodium bicarbonate. The patient remained on impella 5.5 support at the time of the reported event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5 updated with additional information.

Event description:
It was reported that the access site bleeding resolved and the patient is still currently on support.